Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen 2000mcg/ml at flex dosing daily 453.4mcg/day via an implantable pump. The indications for use were intractable spasticity and stroke. It was reported that the patient stated that after implant the patient noted bilateral legs ¿were like jelly¿ but the patient did not get relief for her left hand which was the main reason the patient agreed to the surgery. The patient stated the itb (intrathecal baclofen) pump therapy was for the left hand and left leg. The patient also stated the pump was sitting on their right hip bone which must be moved. The environmental, external or patient factors that may have led or contributed to the issue was the patient stated that the ¿lead¿ was to be placed at cervical area but was placed thoracic at implant. The patient¿s managing physician was referred for a revision. The surgeon agreed to revise the catheter placement to the correct level as well as revise the pocket. The itb (intrathecal baclofen) catheter and pocket revision was performed. The pump still remained in service and pocket revision was done. The old catheter remains in the patient tied closed. The catheter tip was at c6-7 and confirmed with fluoro. The issue was resolved at the time of the report. Additional information received on (B)(6) 2017 reported that on (B)(6) 2017 the patient stated she felt bilateral legs ¿were like jelly ,¿ but no change with left hand spasticity or tone. The patient confirmed that the spasticity/ tone of her left hand and leg are from a stroke. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when the catheter and pump was replaced/repositioned, the patient¿s issues resolved and she was satisfied with placement. On (B)(6)2017, the patient¿s pump was refilled with baclofen 2000 ¿g/ml at current dose of 919.6 ¿g/day (lot number ds0003 and ndc(B)(4)). The patient had always reported her legs being too tight and never too loose. On the clinic visit on (B)(6)2017, the patient was pleased with how she was responding to the increases. She felt a difference, and the left arm had relaxed. No further complications were reported